Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Mako clinical trial complication for unknown reconstructive product - complex regional pain syndrome development post procedure in a patient with a past history of multiple prior surgeries to that knee, under care of chronic pain specialists - no adverse features of procedure itself.